Manufacturer narrative:
(B)(4). The unit returned has distal end damaged, as part of overall visual revision. The device has the polymer detached in the distal tip at 183 cm from the proximal section of the device. The other part detached was not returned. The outer diameter (od) at the proximal part, middle section, distal part, and polymer coating are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in a coronary artery. A 185cm pt guidewire was advanced in the lesion, however, during the procedure, the guide wire broke inside the patient's body. No patient complications were reported and the patient's status was fine.